Manufacturer narrative:
(B)(4). Date sent 10/31/2023. D4: batch #343c46. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the staple height selector broken off of the device and only half was received inside of a plastic bag and with no reload loaded in the device. Further analysis shows the anvil partially detached from the distal end and anvil posts in this area appear to be damaged as if the anvil was pulled out of the device. In addition, during the visual inspection, the anvil shroud showed three locks damaged: since the metal body anvil was noted to be partially gotten up. These parts support the metal body anvil to shroud to that it does not have movement. This condition most likely caused the missing bearing and the staple height selector damaged. Due to the condition of the device, no functional test was performed. The event reported was confirmed and due to the condition of the staple height selector, locks of the shroud, and the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 343c46, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure the gun -staple height selector did not work well during the case and was broken.